Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument handle fractured into two or more pieces. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that duraloc str cup impactor has the distal portion of the handle broken off, fragment was not returned for evaluation. Additionally, the device presents an overall worn appearance consistent with normal and constant usage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces such as repeated off-axis strikes to the impaction end. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument handle fractured into two or more pieces. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that duraloc str cup impactor has the distal portion of the handle broken off, fragment was not returned for evaluation. Additionally, the device presents an overall worn appearance consistent with normal and constant usage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces such as repeated off-axis strikes to the impaction end. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 1/26/2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU-0902-00-721. Device history review: a manufacturing record evaluation was performed for the finished device [236071000 / so2051872] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument handle fractured into (B)(4) pieces. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.